Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly resulting in the pump shutting off. Tandem technical support attempted to troubleshoot the issue, however, it was found that the pump was not logging battery charge data despite being in use. Customer's blood glucose level was 166 mg/dl. Reportedly, the customer continued to use the pump for insulin deliveries.